Event description:
It was reported that the device was explanted due to eri status approximately 22 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In agreement with the clinical observation, the device interrogation revealed the battery status eri. The archive data and the programmed parameters were inspected. High right ventricular pacing outputs of 5.0 v and 1.0 ms and atrial pacing outputs of 1.7 v and 0.4 ms were documented in the archive data. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated.